Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to observe since it is not related to the device. - rupture: not observed opening in the attached photos. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "discomfort and suspicion of intracapsular rupture" and "capsular contracture, baker grade IV". Record is for right side. Device has been explanted.

Event description:
Healthcare professional reported "discomfort and suspicion of intracapsular rupture" and "capsular contracture, baker grade IV". Record is for right side. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: no observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, wear abrasion and crease fold were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.